Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. The reporter could not provide an accurate account as to how many devices or times this issue has occurred; therefore a separate FDA form 3500a has been completed for the unknown devices associated with this complaint. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 26, 2016. (B)(4). Note: there is a total of two cases associated with this complaint. A separate FDA form 3500a has been completed for the known device associated with this complaint.

Event description:
Complaint received reporting that the connection with competitor's l-connector was almost impossible. Photos of l-connectors were received. No further information was provided.